Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that the door was failing continuously and requested for latch replacement. The customer stated that the malfunction occurred when user was trying to issue medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch issue. A field service engineer replaced the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.